Manufacturer narrative:
(B)(4). Lot 881523 was unavailable for review therefore an assessment memo was attached for product code 810041. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure in 2002 and the mesh was implanted. The patient indicated that she has been suffering for twenty years and recently has had the mesh removed. No further information is available.